Event description:
A caller reported experiencing a cartridge alarm, which was displayed as "high" but no specific blood glucose value was known. There was no adverse impact to the customer's blood glucose level. The customer managed the situation by injecting a correction via multiple daily injections (mdi) without needing third-party assistance. It was confirmed that cartridge alarms occurred with consecutive cartridges, and the customer was offered a replacement pump by technical customer service. The customer's pump was out of warranty, and they expressed interest in obtaining an out-of-warranty loaner pump.